Event description:
Per rep, the 2 qdms are on consignment at the hospital. The qdm has no power at all, even with a new battery pack. The qdm has power, but only if the forward button is depressed very hard, and when a blade is inserted, it will not turn off.